Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. The patient stated the ipg was not holding a charge and intermittently shutting down. A field representative attempted to connect to the ipg to no avail. The ipg was explanted and replaced as a result. Effective therapy was restored in post operation.